Event description:
It was reported that during device unpacking and prior to use, the 2.50 x 12 mm nc trek balloon dilatation catheter was detached at the hub and shaft. There was no damage to the box. There was no patient involvement. The device was not used in the patient anatomy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.